Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009, inratio: 2.5, lab: 5.8. Patient is not on heparin, lovenox and there has been no medication change. No bleeding symptoms reported.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B) (6) 2009, inratio: 2.5, lab: 5.8, mean: 4.15, confidence limits: 2.4-6.1. Per event details, inratio test is 6 hrs apart from the reference test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, no product is expected to return. No further investigation will be required. No corrective action required as product deficiency was not established.